Event description:
Occurrence #1: employee was moving alm light down carpeted hallway with one hand when it tipped over. Employee stuck foot out to break the light's fall and base of light cut employee's leg. Light and arm were in "down" position. Occurrence #2: employee was moving alm light in the delivery room. Base of light tipped over. Back of the base was tipped 12 inches above the floor. Employee strained back from trying to straighten the light. Occurrence #3: room was being set up for delivery. Head of light was slightly raised. Employee turned to plug in light and pt saw light tipping over. Employee grabbed center post of light and returned alm light to an upright position. Hosp received first notification of occurrences on 8/16/99.